Event description:
Device assembly - lower limb prosthetic leg for above knee amputee. Assembly consists of ossur iceross liner/(non-ossur product), custom made hard socket/(non-ossur product), custom made lanyard/united states manufacturing company knee frame/mauch knee cylinder/flex-foot brand foot. The (non-ossur product) custom made lanyard bolt connecting the iceross liner to the hard socket came loose, disengaged, and patient's prosthetic leg assembly, sans iceross liner, came off patient's leg. Patient essentially walked right out of prosthesis. Patient fell to ground, reportedly landing on residual limb/stump resulting in compound fracture of femur. Hospitalization and surgery required to ensure patient's healthy recovery.